Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that she started to feel ill due to which she did a bolus when she noticed that the tubing connector had split. This was the first time she ever noticed something like that. She had high blood glucose level of 420 mg/dl at the time of incident that was treated with bolus and manual injection. She also experienced increased heart rate, high ketones, high blood pressure, nausea, vomiting, abdominal pain, and difficulty. Her blood glucose level was at 348 mg/dl when she was given normal intravenous treatment. The infusion was last changed a day before this report. Her blood glucose level was 124 mg/dl at the time of this report. No further information available.